Event description:
It was reported that a pump was alarming for a system error 322. The pump was in use in the med surg area. There was no pt incident.

Manufacturer narrative:
(B)(4). Baxter received the device. The eval is not complete. When the eval is complete, a supplemental report will be submitted.